Manufacturer narrative:
The device was not returned for eval. We are unable to confirm the product condition. The customer reported that the cannula did not insert properly into the infusion site. This condition if undetected can interrupt insulin delivery and could contribute to hyperglycemia. Qualification records for the product lot were reviewed and all acceptance criteria were met. The omnipod user's guide warns "check the infusion site after insertion to ensure that the cannula was properly inserted. It is also a good idea to check your blood glucose about two hours after each pod change and to check the infusion site periodically. If the cannula is not properly inserted, hyperglycemia may result," "check often to make sure the pod and soft cannula are securely attached and in place. A loose or dislodged cannula may interrupt insulin delivery," and "test results greater than 250 mg/dl mean high blood glucose (hyperglycemia)." Additionally, the user's guide instructs that during the device activation process the pdm "also displays a reminder to check the infusion site and cannula. Make sure the pod is securely attached to your skin. Press yes if you can see that the cannula is properly inserted. The pdm returns to the status screen. Or press no if you see a problem with the cannula. The pdm instructs you to deactivate the new pod," and advises "at least once a day, use the pod's viewing window to check the site for signs of infection and to confirm that the soft cannula is securely in place."

Event description:
Customer reported that on (B)(6) 2011, her morning blood glucose measurement was 239 mg/dl and then by noon it had risen to 298 mg/dl. She took her lunch insulin bolus dose (exact dosage not reported) and then her bg was 341 mg/dl (exact time not reported). When she removed the device, she observed that the cannula was bent and did not go into skin.